Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
Age/date of birth: unknown/ not provided. Sex/gender: unknown/ not provided. (B)(6). PMA/510k: this report is being filed on an international device; tecnis optiblue 1-piece iol, model pcb00v that has a similar device, tecnis 1-piece iol model pcb00 which is distributed in the unites states under PMA p980040. (B)(4). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that there was a crack in the base of the optic of an intraocular lens, model pcb00v, 23.0 diopter immediately after the lens implant on (B)(6) 2019. The lens was explanted and replaced on (B)(6) 2019 due to the patient complaint that their vision was not normal. It was indicated that the procedure was completed successfully with the back up lens and there was no patient injury. No further information was provided.

Manufacturer narrative:
Device available for evaluation; returned to manufacturer on: 05/21/2019. Device evaluation: the pcb00v lens was received inside a plastic bag. The lens was observed cut in half. Another half of a lens was received. The condition observed is consistent with a lens that has been explanted. The reported issue was not verified and it could not be determined if the condition observed is related to manufacturing process as the reported lens was used in a surgical procedure. Based on the product returned evaluation a product quality deficiency or product malfunction could not be determined. Manufacturing record review: the manufacturing records for the product was reviewed and no discrepancy found during the mrr (manufacturing record review). The product was manufactured and released according to specifications. A search in complaints history revealed no other complaint was received for this production order number. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions along with warnings for the proper use and handling of the device. Conclusion: based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.